Event description:
During initial installation, the audio alarm was working however, after being tested in an ambulance and returned to the hosp, the audio alarm did not work. The alarm began working during troubleshooting when the alarm driver board cable was re-seated. The problem could not be reproduced. Abiomed engineering has conducted an investigation and thus far has been unable to identify or duplicate this malfunction. There was no pt involvement.